Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Reportedly, the customer used the cartridge and insulin past labeling. Tandem technical support educated the customer on cartridge and insulin labeling. A correction bolus was delivered to address bg. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog® h3 other text : device not returned.